Event description:
Left ventricular assist device (lvad) placed in 2009. Postoperatively, lvad noted to have increasing power requirements. At about 7 days later, lvad shut off momentarily multiple times (over 20 spontaneous shutdowns consistent with a critical lvad dysfunction). Pt required intra-aortic balloon pump for cardiopulmonary support. Lvad removed in the next day. Replaced with another lvad.